Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Two (2) unused samples received on (B)(4) 2011 and tested on (B)(4) 2011. Results from the investigation are as follows: sample# 1 marked by the customer, was tested: a strand of hair was found inside the pouch measuring approximately 129mm long and considered "not acceptable" as per inspection criteria. Samples #2 unmarked by customer was tested: product was carefully examined. No sign of hair was found in the blister pack. However, there are 2 scratch of black lines found on the blister pack and considered "not acceptable" as per inspection criteria. Review of assembly records showed no signs of associated defects detected during the 100% light test. It is concluded that the complaint was confirmed as per returned sample. An internal corrective event has been taken for a similar complaint, and this lot particular lot #607647r001 identified was confirmed to be manufactured before implementation of the CAPA. Note: this MDR is being reported as a result of a retrospective review of complaints conducted by convatec for complaints received from may 1, 2011 - september 30, 2013. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
Details of the complaint: "qty : 2 description : hair in pkg"